Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead, connected to this pacemaker, exhibited high pacing thresholds. Last year pacing threshold measured 3.3 volts(v) at 1.1 milliseconds (ms) and at the device changeout threshold was at 4.5 v at 1.0 ms. There was also an increase of impedance of 200 ohms. The rv lead was surgically abandoned, as it was thought that the lead was broken. This pacemaker was explanted for normal battery depletion. However, the broken lead could not be confirmed visibly, nor was the lead tested through a pacing system analyzer, to be confirmed electrically. No additional adverse patient effects were reported.